Event description:
Per the surgeon's report, the pt fell from the roof and hit his head. After this incident, he had no auditory response. The staff at the pt's ctr tried to establish a connection with the implant and could not. The surgeon performed explantation surgery in 2006. Reimplantation surgery is planned in the near future (date unk).